Event description:
The following has been reported: biomed reported: "I have a lvp sn (B)(6) that came with a patient incident. Issue stated "pump problem error in the middle of an infusion." A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (av sticky valve). The device fva pins are dragging during operation by hand. An infusion was run successfully. The device was opened to inspect for internal damage. The fva assembly was removed and the pins were cleaned using alcohol. The fva lip seals will need to be replaced.